Manufacturer narrative:
Inratio precision data provided by end-user lot 060638: first test inr = 7.2; second inr = 7.5; mean = 7.35; sd = 0.21; %cv=2.9%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Ts updated this case on 03/01/2007. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: 7.2, lab: 9.5, mean: 8.35, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Both inratio and lab results were > 5.0. Per the values did't considered inaccurate. No further testing required.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 7.2 second test inr = 7.5. Technical support updated this case on 03/01/2007. Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, ratio: 7.2, lab: 9.5.